Manufacturer narrative:
The previous or initial MDR submitted on may 23, 2025, was filed inadvertently. No extrusion has occurred.

Event description:
Per the clinic, the patient developed a noticeable lump behind the ear in (B)(6) 2024 (specific date not reported) which eventually leads to electrode array extrusion through the skin. The tip of the electrode was visible from the outside. Subsequent to the event, the patient experienced intermittencies, changed sound perception and poor performance with the device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.